Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: one similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the exchange lens did not entirely resolve the residual problem. Upon post-op examination, the residue is still visible on the peripheral of the optic , but not visually significant for the patient. A new cartridge was used to implant this exchange, lot number is unknown. It was reported that the same foam tip plunger that was used for the initial lens implant was used for this lens. Lens was left in place and patient's refraction is as intended.